Manufacturer narrative:
The product was returned with the membrane loosely folded and blood found on the exterior of the catheter. Blood was found occluding the inner lumen. The occlusion was unable to be cleared. The one-way valve was also returned. No blood was observed inside the iab catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The returned condition of the product indicates that the reported problem resulted from a condition known as ¿channeling¿. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that on (B)(6) 2017, the intra-aortic balloon (iab) catheter was inserted in the ami patient. During the procedure the iab ruptured. The iab was replaced successfully. There was no injury or harm to the patient.